Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. At the time of this report, dianeal-n pd4 1.5 therapy was ongoing. On (B)(6) 2012, the patient's relative contacted baxter (B)(4) technical service center and reported that the patient experienced slightly peritoneal cloudy effluent. During follow up with the physician, the physician clarified that the patient experienced peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with unspecified antibiotics. On an unreported date the patient recovered from the peritonitis. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.